Event description:
It was reported the sys would make an exposure the first time the button is pressed; then it would show an error and could become unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reseated and circuit boards and connector, and reformatted the hard drive and reloaded software. The sys operates as intended.